Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the returned device found the tulip head and the flex ball were crushed. The returned tulip head features minimal signs of use beyond some light surface markings. There is little damage to the remaining components beyond the minor signs of use to the tulip head. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause of the flex ball breaking and the tulip head, saddle, and screw head separating cannot be determined from the samples and the information provided. A potential root cause may be excessive force placed on the polyaxial screw¿s flex ball, especially at an extreme angle in relation to the adjacent components of the screw. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported following analysis performed after the initial implantation which was performed on (B)(6) 2018, it was discovered that the screws were broken. No date or contributing factor of the incident were provided. Surgical intervention was performed with the patient for revision of the assembly.